Manufacturer narrative:
The zealand pharma ae assessor spoke with the vgo user who states she is currently hospitalized for pneumonia and hyperglycemia - highest bg values in the 900 range upon hospital admission. Vgo user states she had previously had covid, recovered and "was given a covid shot" on (B)(6) 2021. Vgo user felt ill and went to the emergency room (she thinks the date was (B)(6) 2021). Patient stayed overnight and was discharged to home. Patient was unable to provide a discharge diagnosis or elaborate further on her symptoms. Patient did not feel well at home, started to have difficulty breathing, had elevated bg values (could only state they were high), became confused and was brought to the hospital on (B)(6) 2021 by family and was admitted. Patient states her diagnosis with this hospital admission was "very high sugars-around 900 and pneumonia". Patient is currently in the hospital and does know her planned discharge date. Patient reported feeling ill and being unable to think clearly. It is unclear if patient changed her vgo device every 24 hours prior to the recent hospitalization. Patient would not state yes she did change her vgo every 24 hours or no she did not. The patient is a type 1 diabetic and if patient did not change her vgo every 24 hours, this would cause hyperglycemia when the flow of insulin would no longer be delivered. Pre-vgo patient reported bg values in the 300s, 400s and higher while using lantus 14 units daily and an undisclosed amount of mealtime insulin at meals and bedtime. Patient was not able to provide the name of her prescribed bolus insulin nor the dosing range to the ae assessor. Patient stated that on the vgo her bg "was good until" she became sick. Patient reports bg values in the 200 range with 1 to 3 clicks per meal plus correction. Patient considers the bg values of 200 as "good". Patient stated that her bg in the hospital on insulin injections administered by staff have remained in the 300 range. Patient reports the 300 range as being the lowest bg values since her admission on (B)(6) 2021. Patient denies she was on steroids prior to her hospital admission on (B)(6) 2021. Patient does not know what medications other than the insulin she is receiving in the hospital.

Event description:
Territorial business leader (tbl) reported that the patient is experiencing hyperglycemia highs of around 900. Tbl was unable to provide times and dates of the incident. The patient was admitted to the hospital however patient did not know which hospital she was admitted to.